Event description:
Dental staff allegedly suffered an electrical shock, when attempting to replace the dental light bulb.

Manufacturer narrative:
The light was returned and evaluated on 1/15/2008. The 3-position switch that changes the intensity of the light bulb had been rewired outside of factory specifications by unk source. After rewiring the switch correctly, the light worked within factory specifications. The light operates at 24vac, and would not endanger the operator if failure were to occur. Before repairing the light switch, there were no stray voltages measured in any position of the 3-position switch. It is suspected that the dental staff experienced a potential static electricity shock, when trying to replace the light bulb.